Event description:
It was reported in a literature publication that data on patients under the age of 18 years who underwent spinal fusion with rhbmp-2 were retrospectively collected. 17 patients met the inclusion criteria. Fifteen patients were included in the final review. All 15 patients demonstrated osseous fusion. Ten of the patients had thoracolumbar or cervicothoracic stabilization while 7 had stabilization involving the occiput. Of the 17 patients, 9 were neurologically intact at presentation and all remained intact. Of the 8 patients that had neurological complaints and/or deficits, 6 of the 8 had improvements or resolution of neurological symptoms, while the other 2 had stabilization of neurological symptoms. No patients had worsening of neurological symptoms. In terms of pain control, all patients reported an improvement in pain. Per the authors, no complications appeared to be related to the use of rhbmp-2. One patient had a wound infection post-operatively.

Manufacturer narrative:
Literature article citation: abd-el-barr et al. Recombinant human bone morphogenetic protein-2 as an adjunct for spine fusion in a pediatric population. Pediatric neurosurgery. 2012 feb 3. (Doi: 10.1159/(B)(4)). The average age at original surgery was 12.3 +/- 5 yrs (range 2.7-18.3 yrs). (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.